Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 450 mg/dl at the time of incident and the current blood glucose level was 378 mg/dl. Customer¿s blood glucose level was 400 mg/dl at the time of call. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported that insulin pump received insulin flow blocked alarm. Customer states the insulin did not exit. Customer reported that insulin did not exit and there was greater than normal resistance with plunger push. Troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was not using the auto mode feature.